Manufacturer narrative:
The pump passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The pump was programmed with multiple boluses and monitored. The boluses were delivered and recorded properly in bolus history screen. The pump had cracked display window corner, scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 400mg/dl. The customer's most current level was 323mg/dl. The customer states they have treated with manual injections. The customer states they have had to change out their infusion sets several times due to high blood glucose levels. The customer states the buttons became unresponsive. The customer was advised the pump would be replaced and returned for analysis.